Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the e315 unsupported scope error could not be reproduced after the device was dried, the leak check label was not discolored, and no faults were found. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera elite colonovideoscope experienced an e315 unsupported scope error. The issue was found during reprocessing when connecting the scope, the intended diagnostic enteroscopy was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.